Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device was monitored for 2 days. No charge or battery anomaly, unexpected low battery alarm, unexpected off no power alarm or rainbow display anomaly noted. Device uploaded properly using carelink. No broken off or chipped piece noted on the reservoir compartment. Device had cracked reservoir tube lip, cracked case at display window corner, cracked battery tube threads and broken belt clip slot. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 886 mg/dl because they forgot to change reservoir which was empty, customer found it chipping when unscrewed from insulin pump. Customer was not feeling well and admitted in hospital on (B)(6) 2020 for 3 days. Customer spent 1 day in intensive care unit and was treated with intravenous insulin. Customer also stated battery died before hospitalization. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).